Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm iop test failure. Customer's blood glucose at time of incident was unknown. Customer declined to troubleshoot for low reservoir. Customer alarm did not occur during the rewind/prime sequence. The customer was advised to disconnect and remove reservoir from the pump. The customer was advised to perform a self-test and test passed. The customer was advised to monitor pump.